Manufacturer narrative:
Image review: intraprocedural images were not submitted for review. Three images from the patient¿s executive summary were available, allowing for partial anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified, with an annular perimeter measuring 84.4 mm and a perimeter-derived diameter of 26.9 mm, consistent with sizing for a 34 mm evolut valve. Fluoroscopic valve load inspection images were not provided for review; therefore, confirmation of appropriate valve loading could not be validated. It was reported that a pre balloon aortic valvuloplasty was performed twice prior to the implantation attempt. Allegedly, an infold was observed during the first implantation attempt of the valve. Since fluoroscopy valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted deployment of the transcatheter aortic valve evfxplus-34, an infold was detected when the valve was deployed up to 80%. The valve was loaded by a certified health care professional and identified as a good load prosthesis. Pre-dilation was performed twice with a 24 millimeter (mm) balloon prior to the attempted deployment. The valve was removed and the valve size choice was discussed. Subsequently, a 29 millimeter (mm) valve was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold was first identified upon 80% deployment, on the first deployment attempt. The angulation was changed to be sure, and the valve was subsequently recaptured and withdrawn from the patient. It was decided to try a 29 mm valve instead. The 29 mm valve was implanted properly in the highly calcified anatomy. A procedure delay occurred in result of the infold.